Manufacturer narrative:
Section g3: correction manufacturer's investigation conclusion: no specific pump-related issues or adverse events were reported. Low speed advisory alarms were observed within the submitted controller event log file; however, they occurred due to the stored patient speed being set below or equal to the low speed limit. The submitted controller event log file contained data from(B)(6)2020through (B)(6)2020. The stored patient speed was initially set to 5700 rpm with a low speed limit of 5400 rpm before ultimately being reduced to a stored patient speed of 5400 rpm with a low speed limit of 5100 rpm on (B)(6)2020 at 08:07:59. Of note, during this parameter change, the stored patient speed (5200 rpm and 5400 rpm) was briefly set below or equal to the low speed limit (5400 rpm) from 08:07:34 through 08:07:44 and low speed advisory alarms were captured. The pump maintained a speed above the low speed limit for the remainder of the log file and appeared to be functioning as intended. Multiple attempts were made to obtain additional information from the account regarding the event; however, no additional information was provided. No specific device-related issues or adverse events were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low speed alarms, as well as the appropriate actions associated with them. The complaint has been closed. According to our records, the product was not returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced low speed events on (B)(6) 2020. No further information was reported.